Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant, the pt developed new symptoms including rsd of the bladder resulting in bladder pain for two weeks prior to report, as well as urinary retention in the morning. The pt had been putting heating pads between his legs in the morning to aid with the problem, and had burns on his thighs as a result. The pt had seen a nurse, but was not getting resolution. It was noted the device did help with the pt's urinary frequency. The pt also felt a jolt when flexing the buttock, which ran down his leg to his toes, causing them to curl. The pt was using group 4 at 1.4 volts. Reprogramming had been performed several times. It was noted that when the pt last visited his physician, the physician physically pulled the neurostimulator upward into the fatty tissue. Additional information reported, the symptoms were not device related. The issues of jolting and discomfort running down the leg were corrected through reprogramming. The program changes had helped significantly with the discomfort and was providing at least 50% improvement. No surgical interventions were conducted. The pt felt his neurostimulator was helping with overactive bladder, but would have liked it to help more. The pt had 76% improvement over baseline overactive bladder symptoms.